Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 194 mg/dl, 105 mg/dl, and 43 mg/dl. Customer was feeling hypoglycemic symptoms with the readings, so he treated himself with hard candy and began to feel better. No adverse event reported. Requested return of suspect device and replacement was sent.